Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned with stylet stuck within the lead for the analysis. The connector pin with the crimp sleeve was found pulled out from the connector assembly that stretched the inner coil which is consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve being pulled out of the connector assembly.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.